Manufacturer narrative:
Corrected data: b2- disability or permanent damage selected in initial MDR is not applicable. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-11.5/1.5/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens and similar power due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).